Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), loss of libido ("wanting it to no wanting it after essure"), vaginal discharge ("vaginal discharge"), intervertebral disc degeneration ("degenerative disc disease"), spinal stenosis ("spinal stenosis"), osteoarthritis ("osteoarthritis"), arthralgia ("chronic hip pain"), mood altered ("moodiness") and abdominal pain lower ("cramps"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, intervertebral disc degeneration, spinal stenosis, osteoarthritis, arthralgia, mood altered and abdominal pain lower outcome was unknown and the vaginal discharge had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, intervertebral disc degeneration, loss of libido, mood altered, osteoarthritis, spinal stenosis and vaginal discharge to be related to essure. The following information was received from social media degenerative disc disease, spinal stenosis, osteoarthritis, chronic back pain, chronic hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received : the event ¿vaginal discharge¿ was added. Reporter information was added. Medical device removal was deleted on (B)(6) 2020: social media received. Event added- degenerative disc disease, spinal stenosis, osteoarthritis, chronic back pain, chronic hip pain. Reporter information were added. On (B)(6) 2020: social media received: new events added: moodiness and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('chronic back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), loss of libido ("wanting it to no wanting it after essure"), vaginal discharge ("vaginal discharge"), intervertebral disc degeneration ("degenerative disc disease"), spinal stenosis ("spinal stenosis"), osteoarthritis ("osteoarthritis"), arthralgia ("chronic hip pain"), mood altered ("moodiness") and abdominal pain lower ("cramps"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, intervertebral disc degeneration, spinal stenosis, osteoarthritis, arthralgia, mood altered and abdominal pain lower outcome was unknown and the vaginal discharge had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, intervertebral disc degeneration, loss of libido, mood altered, osteoarthritis, spinal stenosis and vaginal discharge to be related to essure. The following information was received from social media degenerative disc disease, spinal stenosis, osteoarthritis, chronic back pain, chronic hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case-2020-060272 was delete from bayer database due to dublicate of case-2019-222437 all information were transferred to retained case-2019-222437. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("wanting it to no wanting it after essure"). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered loss of libido and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.